Event description:
On chest x-ray a catheter segment was noted to upper chest. Catheter was inserted in another facility. The catheter fragment was removed via right femoral vein without any complications.